Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm observed during a log file review was confirmed. The event log file provided by the customer contained events recorded from (B)(6) 2019 to (B)(6) 2019. The information recorded on (B)(6) 2019 revealed two incidents of a no external power alarm (at 15:06 and at 15:28). The associated voltage levels indicated that the events occurred while the system controller was connected to a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected, and the system was supported by the backup battery during the event. The mpu was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was request for a routine log file analysis. Technical services reviewed the log files and noted that there was two transient durations of no external power events which was due to a to a complete loss of external power to the controller where the controller operated on emergency backup battery (ebb). This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, house power disruption. Since the patient reports no loss of house power or simultaneous power lead disconnects the likely cause is either the cord coming loose at the mpu or ac wall outlet. No other unusual events seen within the log file.